Event description:
It was reported a small piece of the coating on the mid section of the device detached as it was being removed from the microcatheter post procedure. The piece remained inside the microcatheter and was safely removed. There was no consequence or impact to the patient.